Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the doctor changed the device programming because patient was not feeling it where they needed to and patient believes that could have been due to migration. The patient felt pain going up their spine. The doctor had to use their communicator in order to reprogram patient and resolve the painful sensations. Patient is thinking a nerve may be impinged. The patient was redirected to their healthcare provider to further address the issue. Patient reported no falls or traumas. Patient does certain exercises and sleeps on their back and wondered if it is something they did.